Event description:
It was reported that the patient presented in the operating room for an atrial lead extraction and replacement. No detail was given for why the lead atrial lead was being extracted. During the procedure, the physician noted crosstalk, where the ventricular lead was picking up on the atrial paced deflection and inhibiting therapy. Programming changes were discussed. Patient was stable post-procedure.